Manufacturer narrative:
Pump was received with a dog chew marks. The test reservoir does lock properly inside the reservoir tube. However, pump was also received with a blank display, problem isolated to the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had screen cracked. Customer stated the insulin pump had neither bumped nor dropped. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.